Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the machine is not booting and not switching on. During troubleshooting, fse found that system got stuck at 0.0 while startup and application is not starting up. Fse reloaded the ghost. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura xper fd10 would not boot up into the application. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reloaded the ghost software. The device was returned to expected functionality. Philips has started an investigation of this complaint.